Manufacturer narrative:
The investigation for the reported removal issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided noted that during planned pump explant, the attempt to explant the pump prior to removing the companion sheath. The cause of the pump removal issues was most likely use related. Hematoma noted after the removal issues; excessive force stated to have been used. The cause of the access site bleeding minor issue was most likely use related as it occurred after the removal.

Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support (mcs) and encountered removal difficulty. The impella was successfully implanted, and plain old balloon angioplasty was performed on the left circumflex artery. At the end of the pci, the physician was removing the impella cp device but did not remove the companion sheath from the peel-away sheath. The peel-away sheath was subsequently compromised and a hematoma developed around the access site (determined a non-serious adverse event). The physician subsequently removed the pump and the companion sheath. The access site was perclosed with applied manual pressure. Following, the access site was clean dry and intact, the patient was transferred to the unit and reported to be in stable condition following the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.